Event description:
It was reported to philips that the system was unable to boot up.the device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint and dispatched a field service engineer (fse) to inspect the system on-site. The fse confirmed that the system was unable to boot. During troubleshooting, it was determined that the system was not powering on from the review module. To resolve the issue, the fse replaced the mpdu (mains power distribution unit) control unit fuse. After the replacement, the system was restored to normal operation and returned to service in good working condition. The codes were updated based on the investigation outcome.